Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A supplemental report will be provided upon receipt and evaluation of the failed part to the national repair center (nrc).

Event description:
It was reported by the customer that during a routine check of the cardiosave intra-aortic balloon pump (iabp), batteries are not charging. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: b5, h6 (evaluation method, result , and conclusion codes), h10. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found the power management board not functioning properly, no charging activity in either battery slot. To fix the issue, the fse replaced the power management board, and verified proper charging in slot 1 and 2. The batteries were due for replacement, so they were replaced. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported by the customer that during a routine check of the cardiosave intra-aortic balloon pump (iabp), the battery in slot 2 was not charging, and both batteries were low. There was no patient involvement, and no adverse event reported.